Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed control tests and received a result of 18 mg/dl. The normal control range was 88-120 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.